Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardiac monitor inappropriately diagnosed an atrial fibrillation episode due to premature ventricular contractions and sinus rate variability. Programming changes were made but the device was still having inappropriate atrial fibrillation alerts. Patient was stable. The patient will continue to be monitored.